Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer had not addressed the elevated bg at the time of report. System check was started with tandem technical support (tts) and it was discovered that the customer was using fiasp insulin. Tandem clinical support informed customer that fiasp is off-label per the user guide. The customer eventually changed pump supplies and resumed insulin therapy.